Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer received emergency medical assistance due to low blood glucose with unknown blood glucose levels at the time of the incident. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed. The caller also reported that the customer had been hospitalized 3 times for diabetic ketoacidosis with blood glucose of 1300 to 1800 mg/dl within the last 2 months. The caller stated the hospitalizations were not pump related but due to supplies. No further information was provided. The insulin pump will not be returned for analysis.